Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was a "massive leak when the cartridges/cryosolutions cartridges (33517) were inserted in 2 devices." There was no patient involvement; thus, no injury or surgical delay occurred.

Manufacturer narrative:
The cryosolutions 4pk cartridge (33517) was not returned for evaluation. Lot number information has been provided. Device history records (DHR) were reviewed, and no abnormalities related to the reported issue were identified. Additional investigation by the product legal manufacturer/sales entity, found that this lot of cartridges was affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and instructions for use (IFU) updates which have been distributed by integra to affected customers/distributors as part of a voluntary correction. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present we consider this complaint to be closed.

Event description:
N/a.